Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had drive support cap anomaly. Customer's blood glucose at time of incident was 130 mg/dl. Customer reported the drive support cap is loose. Customer was advised not to use this pump and confirm has backup plan. Customer was advised the pump will need to be replaced.